Event description:
Medtronic received information during the implant of a transcatheter bioprosthetic valve, this delivery catheter system (dcs) began clicking and the valve could not be deployed. It was reported that the instructions for use (IFU) directions and mitigations were followed, however, the deployment was unsuccessful. The dcs and valve were withdrawn from the patient. The valve was loaded onto a different dcs and successfully implanted without incident. It was reported that the dcs was not available to be returned for analysis.

Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information be obtained, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.